Event description:
It was reported that a small piece of the distal end of an apc integrated filter circumferential probe broke-off during a procedure. The accessory was used with an argon plasma coagulator (apc)/electrosurgical unit (esu) system. Specific information regarding the devices used and the equipment settings in the procedure were not provided. The broken piece fell into the patient but was easily retrieved.

Manufacturer narrative:
The involved apc integrated filter circumferential probe (fiapc probe) was returned for an evaluation (note: the small broken piece of the probe's tip was not returned). The distal end of the fiapc probe was damaged as reported. No material or manufacturing defects were evident. The probe was tested, and it functioned properly [note: no issues were found upon the review of the lot's device history record (DHR)]. Based upon the provided information and the evaluation of the fiapc probe, there are many possibilities involved with the fiapc probe's distal end being damaged. For example, there may have been mechanical and/or thermal overload, the tip was damaged intraoperatively during cleaning, etc. Therefore, a conclusive determination as to the cause of the small piece at the distal end breaking-off could not be ascertained [note: there are instructions and warnings in the accessory's note on use (nou) addressing the proper use and handling of fiapc probes]. No trends have been identified; therefore, erbe USA, inc. Is now closing the file on this event.